Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to abnormal ion level is considered to be under the scope of this recall. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported that the patient has pain in both legs groin buttocks and side of legs additional information received from legal: plaintiff was implanted with a left rejuvenate modular hip stem on (B)(6) 2009. Its further alleged that the plaintiff had the left hip stem at issue explanted on (B)(6) 2020 due to elevated levels of cobalt and chromium in bloodwork.